Manufacturer narrative:
(B)(4).

Event description:
It was reported the dyonics powermini hand control overheated. This occurred during testing. A backup device was available and used to complete the procedure. No delays or patient injuries were reported

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of overheating could not be confirmed. Product passed functional testing and variable speed testing (100-5,000 rpms) for 10 minutes. Unit passed functional tests on both dii and dii eip test control units with and without footswitch. Mdu did not overheat or lock up during functional testing. Three different type blades were used during functional testing. All functions performed as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies.